Manufacturer narrative:
The zealand ae assessor talked with vgo20 user. Patient has been on the vgo for 2 months and stated has gotten good results. Patient a1c is currently 6. Patient states on 4/7 her bg was 40 and on 4/8 her bg was 50. Both times were around midnight. Patient wears a dexcom, which alerted her husband who then woke the patient up. Patient states patient treated with glucose tablets and cottage cheese with pineapple. Patient removed the device. Patient denies symptoms because she was sleeping. Patient states she is to give one click per meal or 2 clicks for larger meals. Patient stated in both episodes the vgo device was empty before 24 hours. Patient applies the device at 0600 and at midnight it was empty. Patient husband observed the insulin window and confirmed it was empty. Patient states she is also on ozempic for the last 14 months. Patient has lost weight but did not say how much. Patient uses portion control. Device contribution cannot be excluded. Patient did not save either device.

Event description:
The patient reported hypoglycemia while using the v-go. The patient did not experience any symptoms, she is currently wearing a monitor. On (B)(6) 2021 the patient numbers dropped to the 40s and on (B)(6) 2021 her numbers dropped to the 50s. Normally patient numbers are not supposed to be higher than 198 and no lower than 90.